Manufacturer narrative:
Investigation: the disposable sets were unavailable for return and evaluation. Also, there were multiple unsuccessful attempts to obtain the run data files (rdf) for evaluation of these incidents. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Based on the available information, it cannot be ruled out that the higher-than-expected wbc content in the platelet product could be donor-related. It also cannot be ruled out that a sampling, calculation, or other process error could have contributed to the higher-than-expected wbc content in the platelet product. The plasma line may have been occluded during a portion of the procedure. The plasma line may become occluded if the centrifuge collar is not loaded into the latch in the correct orientation. Under these conditions, the rbc line may lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product.

Event description:
The customer did not provide the wbc count.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Wbc count is not available at this time. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Investigation is in process. A follow-up report will be provided.